Event description:
The customer stated that he was hospitalized with a high blood glucose of 515 mg/dl. The customer had been giving himself insulin with the insulin pump, and had not seen any results. The customer was going to give himself a manual injection, but decided to call his hcp, and was told to seek emergency medical assistance. The customer was unable to troubleshoot at the time of the call, and stated he would call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.